Event description:
Pt was having mitral valve valvuloplasty in cardiac cath lab. The great vessel was perforated and required surgical repair. An 8f sidearm needle came out through the side of the sheath as opposed to coming out the tip of the sheath. Cook rep participated in a meeting with staff and physician to discuss needle issues.